Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the user interface (ui) pcb and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further examined the removed ui pcb assembly and determined that the cause of the reported issue was that an integrated circuit (ic) chip, designator u2, had corrupt memory. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it locked up with a white display. As a result, defibrillation would not have been possible if it were necessary.